Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific states of the broken catheter cannot be identified, the root cause of the breakage of the catheter cannot be confirmed, and the plant will continue to follow up the complaint.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke / separated after placement hospitalized for ¿malignant tumor immunotherapy,¿ the patient underwent peripheral venous puncture and infusion using a single-use intravenous catheter: xiangma 24ga x 0.75in heparin cap + end cap (0.7mm x 19mm) disposable intravenous catheter. During patient activity, sudden pain and swelling occurred at the puncture site. Observation revealed the exposed portion of the catheter had fractured, with approximately 0.8 cm of residual catheter remaining within the blood vessel. No systemic symptoms such as dizziness or chest tightness were present.